Manufacturer narrative:
(B)(4). Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead resistances measure normal, indicating conductors are intact. X-ray showed no conductor issues. Lead was determined to have met specifications. The helix and difficult to position allegations were confirmed based on the field report and the finding of dried blood in the helix housing. Product investigation does not provide any additional information. Emdr decision remains the same.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties, helix extension and retraction issues and a suspected lead coil fracture. This lead was successfully replaced. The procedure was prolonged, therefore this is considered a serious injury. Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead was determined to have met specifications, therefore the suspected lead fracture was discarded. No additional adverse patient effects were reported.